Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Post implant there was no therapy prescribed as the patient was anemic and had a high risk of bleeding. On (B)(6) 2021, during the follow-up transesophageal echo (tee), a device related thrombus was noted on the device surface. The patient was prescribed clexane for 3 weeks, and then another follow-up tee will be performed. The patient was reported to be stable with no complications associated with this event.